Event description:
It was reported that the device overheated at the user facility. Multiple attempts to gather additional information on the event were unsuccessful.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion within the device.